Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, after firing the device and emptying the first reload. The device was not accepting the new reload. The surgical technician tried to troubleshoot the device, thereby surgical time was extended more than 30 minutes. Another device was used to complete the case. There was no patient injury.